Manufacturer narrative:
The oad was received at csi for analysis. There was adhered biological material observed on the driveshaft and crown. The accumulation may have contributed to the reported stall, however this is not confirmed. Examination of the area of area adhered material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. The reported stall was confirmed by a review of the device data log, which contained stall events. The root cause of the stall events was not determined. The reported perforation and patient death could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID:(B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to treat the left anterior descending artery with six passes on low speed. The lesions were over 85% stenosed and the vessel was 3.25mm in size with severe calcification. Treatment passes were performed forward and backwards with rest periods between passes. During the final distal to proximal pass, the oad sounded as though it had stalled and was turned off. Glideassist was activated, but a similar stall sound was heard. The oad was removed and the patient hemodynamics declined, indicating a perforation. A balloon was inserted in an attempt to tamponade the area, and the perforation was confirmed via imaging. A covered stent was also inserted, however only radial access was available and a wire was unable to access the vessel due to the vasopressors administered. Resuscitation efforts were performed for two hours and the patient expired. Per the opinion of the physician, the cause of death was tamponade and pea due to the perforation.